Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while an external pulse generator (epg) was pacing the health professional was slowly decreasing the pacing rate the epg turned off and asystole resulted. Cardiopulmonary resuscitation for approximately one minute was required. The epg was turned back on and pacing resumed, however some time later the epg turned off again and again asystole resulted. The epg was changed out at this time, replaced by a different model of dual-chamber epg and the patient was transported to the electrophysiology lab for implant of a permanent pacemaker. It was noted that once there external transthoracic pacing pads began pacing the patient for unknown reasons. The epg that reportedly turned off is expected to be returned for analysis. No further patient complications have been reported as a result of this event. It was further reported via the 3500a form received from the facility that at the time the epg resumed pacing following the first incident of asystole it was pacing at a higher rate than it was set to by 10 beats per minute.